Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent on vaginal mesh excision, vaginal closure, removal of mesh and cystoscopy on (B)(6) 2013 due to mesh extrusion s/p perigee anterior repair and incomplete bladder emptying s/p sling. It was reported that patient underwent incision and placement of interstim quadrapoler lead left s3 and fluoroscopy for needle placement on (B)(6) 2014 due to refractory urgency, frequency, urge incontinence, incomplete bladder emptying and fecal incontinence. It was reported that patient underwent incision and placement of implantable pulse generator stage ii and interstim programming on (B)(6) 2014 due to refractory urgency, frequency, urge incontinence, incomplete bladder emptying and fecal incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced urinary problems and recurrence.